Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl and fainted; cause of low bg was unknown. Subsequently, the customer went to the emergency room (ER) and was administered intravenous saline and insulin. Customer was released from the ER 6 hours later with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.